Event description:
The customer contacted baxter?s technical service center to report an odor that was noticed around the homechoice (hc) machine that had a smell of "heat." The home patient stated the heat smell has resolved. The home patient requested the homechoice (hc) machine be swapped. He will keep the procard. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of an odor on a homechoice (hc) device. The device passed the homechoice return instrument test / evaluation (rite) electrical test, the rite functional test, and an internal / external inspection. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported difficulty. The problem was not confirmed. The assignable cause of the problem is undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported heat smell.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.